Event description:
The user facility's physician informed the manufacturer's representative of the following: the catheter fractured upon removal at cuff, proximal to cuff (towards extension legs) the catheter retracted and had to be removed from ij by cut down. The catheter was being removed due to termination of therapy. The catheter and fragmented piece were discarded.